Event description:
The device was used during a bullectomy procedure. Reportedly, the instrument did not fire and was difficult to close. The surgeon performed a laparotomy to complete the procedure. The hospital has reported the patient's condition is satisfactory.